Event description:
It was reported that the generator exhibited e231 error code. The malfunction occurred during inspection for use for an unknown procedure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the generator exhibited e231 error code. The malfunction occurred during inspection for use for an unknown procedure. There was no patient involvement.